Event description:
11/14/74, initial implantation, 6/75, open capsulotomy, 11/76, implants changed, 9/78, right implant changed, rptr had not wanted to be re-implanted. Dr talked her into it. 4/89, re-implanted again at dr's insistence. 1985, addison's disease, hypothyroid. 1975 connective tissue disease, chronic muscle tension headaches, memory loss, depression, and anger and more.